Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 402 analytical unit. Sample 1's initial result from a false-bottom tube was 8.46 ng/l, with a repeat result from a false-bottom tube of 13.3 ng/l. Sample 2's initial result from a false-bottom tube was 9.37 ng/l. The first repeat result from the primary tube was 69.0 ng/l. The sample was repeated from a false-bottom tube with a result of 67,2 ng/l. Sample 2 was repeated again on (B)(6) 2025 from a false-bottom tube with a result of 67.7 ng/l. The result of 69.0 ng/l was reported to the physician.

Manufacturer narrative:
The complete response for medwatch field e1 initial reporter establishment name: (B)(6). The cobas e 402 analytical unit serial number is (B)(6). Qc was in range prior to the event. The investigation is ongoing.

Manufacturer narrative:
Data for calibration, qc, and the alarm trace report were not provided. The investigation was unable to determine a direct root cause.